Manufacturer narrative:
The patient remains ongoing on lvad support; the pump was not available for evaluation. A system controller log file dated (B)(6) 2016 was submitted for review. The evaluation of the submitted system controller log file confirmed the reported low speed and pump stop events. The log file revealed, at timestamp (B)(6) 2016 3:10, a series of low speed and pump stop events. The events showed low speed operation/motor stopped active and appeared to occur while the patient was operating on the power module with an ungrounded patient cable. At timestamp (B)(6) 2016 10:50, an additional pump stop event was recorded. It was reported that the patient was accidentally connected to a grounded patient cable at this time. The recorded events appeared consistent with a potential driveline wire compromise; however, driveline damage cannot be confirmed as the pump was not available for evaluation. A second system controller log file dated (B)(6) 2016 was also submitted for review. The log file contained an additional day of event data with no other adverse events or alarms recorded. The patient declined a pump exchange and will remain on an ungrounded patient cable. No further events have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient will remain on an ungrounded patient cable for the duration of lvad support. The patient chose to not undergo a pump exchange.

Manufacturer narrative:
Reference MFR report # 2916596-2016-01655 for the previous report of pump stops which resulted in a percutaneous lead repair. Approximate age of device - 2 years, 6 months. The patient remains on lvad support. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient's lvad produced two pump stop / driveline disconnect alarms. A third instance of the alarm occurred was reportedly due to the patient accidentally connecting to a grounded patient cable. The patient had a previous percutaneous lead (driveline) replacement. The implanting center tried to manipulate the driveline, but were unable to recreate the alarms. The patient&#62688;system controller log files were submitted to the manufacturer's technical services for evaluation. The submitted log file was reviewed by a representative of the manufacturer&#62688;technical services team and confirmed the pump stoppages. On 09/29/2016, a log file was submitted to the manufacturer's technical services for review. The log file did not contain pump stoppage events or speed drops below the preset low speed limit (lsl) while the patient's lvad system was supported by batteries or an ungrounded patient cable. The patient was asymptomatic. Additional information was requested but was not provided.